Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the settings from the previous patient were not reset, likely resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.